Manufacturer narrative:
A visual examination of the returned complaint device found that the catheter was kinked. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed by connecting the device to an alliance inflation system, the balloon was able to be inflated but would not hold pressure due to the a pinhole located near at the proximal bond of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloon were used in the common bile duct during an endoscopic papillary biliary dilation (epbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a pinhole. The same event occurred with the second device. The procedure was not completed. There have been no patient complications reported as a result of this event.